Event description:
Drug/diluent: rocephine 3 gr. Fill volume: unknown. Flow rate: 100ml/hr. Procedure: unknown. Cathplace: unknown. It was reported a pump infused in 50 minutes.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. (Results) - without the actual product, an analysis cannot be conducted. (Conclusions) - if additional info pertinent to this event becomes available, I-flow will submit a follow-up report. A review of the DHR indicates the lot met manufacturing specifications prior to release. I-flow's dfu contains a caution statement: caution: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump st is designed to be used at room temperature (20 degrees celsius/68 degrees fahrenheit). If the easypump st or its tubing is at 25 degrees celsius/78 degrees fahrenheit, the flow rate will increase approximately 14% above its nominal rate; at 15 degrees celsius/60 degrees fahrenheit, the flow rate will decrease approximately 12% below its nominal rate. The easypump st should be filled a minimum of 4 hours prior to administration to infuse at the labeled flow rate. If the easypump st is used immediately after filling, flow rate may increase by up to 20%. Refer to table 1 on page 9: delivery time info for the required info to meet room temperature. Note: delivery time can increase significantly as a result of extended storage time. The easypump nominal flow rates are based on the use of normal saline as the diluent. Addition of any drug or use of another diluent may change viscosity and result in increased or decreased flow rate. Use of 5% dextrose will result in 10% longer delivery time. When administering though a central or peripheral catheter, follow instructions provided by the catheter manufacturer. Peripherally inserted central catheter (PICC) lines smaller than 20 g x 56 mm (or other restrictive devices) will decrease flow rate.